Event description:
Facility reported dialyzer having blood leak on the second or third use. Blood loss approximately 150cc. No patient injury. Treatment stopped and reinitiated with a new dialyzer. Sample is available for evaluation.